Event description:
The pt contacted lifescan (lfs) in 2005 and alleged that his one touch ultra meter was reading inaccurately high. Lfs was able to obtain furter info from the pt. Three days earlier the pt tested on the subject meter at 7:17am with a result of 282 mg/dl, with no symptoms. He then took 20 units of humalog insulin based on that result and also took 20 units (total of 40 units) for breakfast. He went to work, where he had breakfast. Between 9:00 and 11:00 am, he experienced dizziness and was confused. He did not treat himself nor did he received any medical attention at the time he felt t hese symptoms. Also, he did not test his blood glucose level on the subject meter or any other meter at this time. When he went back home (time frame not provided), he performed a control solution test, which faild high outside the range. He also performed a blood test with a result of 262 mg/dl. Then he performed a second blood test with a test strip from a new vial with a result of 103 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and withi the expiration date. The pt was walked through two consecutive control solution test and the results fell outside the specified range.